Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that the buttons take multiple time to respond. Customer's blood glucose level was unknown at the time of incident. Customer stated that the insulin pump had no delivery alarms and the battery cap was damaged. Customer declined troubleshooting. The insulin pump will not be returned for analysis.